Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2025, the patient¿s alarm went off, and his cgm displayed 40 mg/dl. He drank orange juice and ate food to elevate his bg. His cgm went up to 98 mg/dl, but after 3¿4 hours, the readings dropped again. He drank more orange juice, but his sugar still didn¿t go up. The patient began feeling very sick and tired, prompting him to call 911. When ems arrived, a fingerstick glucose test showed a reading of 700 mg/dl, while his cgm continued to show a low (unspecified) value. He was immediately transported to the hospital, where he received an insulin drip and IV fluids (saline) at the ER. He remained hospitalized for three days. Upon discharge, the patient reported feeling fine and improved. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.